Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. As received, the echelon distal tip was found to be punctured at proximal end of distal marker band. This condition was not reported initially. No issues or damages were found with the echelon hub or body. Based on the device returned analysis and reported information, we were unable to determine the cause of the event. The customer did not provide any information regarding catheter tip steam shaped or guidewire tip shaped. The root cause could not be determined. Per the echelon microcatheter instructions for use (IFU): warning: ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation or other patient injuries¿. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the unknown coil experienced resistance within the echelon catheter hub. No patient injury was reported. Evaluation of the returned device found that the distal tip was found to be punctured at proximal end of distal marker band.